Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of an act plus instrument, the customer reported seeing a spread error due to abnormal liquid in the quality control (qc). The customer stated that they can get it to pass if they are very careful, however the normal users of the system who are very familiar with it cannot get it to pass. The use of the instrument was unspecified. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Correction h6: updated the fdr/ annex c code and the fdc/ annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received additional information that the lot numbers of control cartridges used is 229403401. Quality control is performed for this unit weekly on saturday or sundays. No error codes were reported. Control values were obtained. Correction: there were multiple occurrences of failure during october 2024 and service informed staff about being very careful about not agitating the control for a full 10 minutes, then shaking vigorously and checking the vial for uniformly dispersed red blood cells. And informed staff about using the control within 1 hour of reconstitution. Also informed staff about tapping the cartridge very gently and checking to ensure the reagent is fully resuspended. Device evaluation: the reported spread error due to abnormal liquid in the quality control (qc) was not verified during service. However, service technician noted that heat block temperature was low. The issue was resolved by adjusting the temperature. Preventative maintenance was performed per specifications. Note: instrument was serviced at the facility by medtronic field service and was not returned to medtronic service center. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.